Event description:
Prior to the procedure it was reported after connecting lasso catheter to the piu, both carto and the ep recording system had a severe noise issue on both ECG and intracardiac signal and the physician couldn't not read signals at all. When taking the lasso cable out from piu, the noise issue was resolved. Issue was resolved after the catheter replacement. Procedure was completed without any patient consequences.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4) prior to the procedure it was reported after connecting lasso catheter to the piu, both carto and the ep recording system had a severe noise issue on both ECG and intracardiac signal and the physician couldn't not read signals at all. When taking the lasso cable out from piu, the noise issue was resolved. Issue was resolved after the catheter replacement. Procedure was completed without any patient consequences. The returned device was visually inspected upon receipt and the connector had white and light green materials on them. It could not be determined the origin of this material. Per the reported event, the catheter was tested for electrical performance and found within specifications. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint was not confirmed.

Manufacturer narrative:
Multiple attempts have been made to request for the complaint product to be returned for analysis. Since no lot number was provided, no device history record review could be performed. (B)(4)